Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was feeling unwell with dizziness and nausea. The device was interrogated and testing revealed high left ventricular (lv) lead threshold with phrenic nerve stimulation at these outputs. The patient was sent for a chest x-ray today, which revealed no significant change in lv lead position. The lv pacing output was reprogrammed and the pacing configuration was reprogrammed from lv ring to right ventricular (rv) coil to lv tip to rv coil. It was also noted that the patient has significant premature ventricular contractions (pvcs) which may have contributed to the patient's symptoms. The lv lead remains in use. No further patient complications have been reported as a result of this event.